Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and manual injections to address the issue and went to the emergency room with moderate ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged 4 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.